Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case, the delivery system balloon ruptured during valve deployment, when the balloon appeared to be fully inflated. The valve had no issues, however the delivery catheter met resistance at sheath entry at balloon tip requiring surgical cut down. The tip detached and lodged in cfa. A femoral cutdown was performed to remove the tip and repair the cfa. Bav was not performed. The perceived root cause of the balloon burst was a heavy ca+ in the annulus and lvot.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Pre-procedural images were provided and the patient¿s access vessels were determined to have a minimum luminal diameter (mld) of 8.2 and 8.5 with mild calcification and mild tortuosity. The calcification present in the annulus appears to be very severe. A DHR review and lot history review were performed for the relevant work orders and did not reveal any issues that could have contributed to the events nor additional complaints related to the events. Review of complaint history revealed that the occurrence rate did not exceed the january 2018 control limits for the trend categories ¿separated¿, ¿balloon burst¿, and ¿withdrawal difficulty¿. No IFU/training deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Since the esheath and delivery system imagery and procedural videos were not provided, the complaints for ¿distal tip, nose tip ¿ separated,¿ ¿balloon ¿ burst,¿ and ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ were unable to be confirmed. Due to the unavailability of the relevant devices (sheath/delivery system), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. The perceived root cause that contributed to a balloon burst was noted in the complaint description: the perceived root cause of the balloon burst was due to heavy ca+ in the annulus and lvot of the patient. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. There are a number of patient and procedural factors that can contribute to difficulty retrieving a device, such as patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, the delivery system not being completely unflexed before withdrawal, and the position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker). In this case, as the balloon burst during valve deployment, this would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. A combination of a balloon burst and withdrawal difficulty could have then contributed to the distal tip, nose tip separation of the delivery system. Excessive force applied in order to withdraw the delivery system could cause the tip to become separated from the rest of the device. Therefore, available information suggests that patient and/or procedural factors (calcification and removal of burst balloon) may have contributed to the reported event. However, a definite root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required.

Manufacturer narrative:
Uf/importer report was received by mail. Report # (B)(4). Investigation of this event is ongoing.